Event description:
It was reported that there was increased svc (superior vena cava) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943-65 implantable tachy lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising.